Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided, the reported device damaged by another device (caused damage) appears to be related to user technique/procedural conditions, and due to this second clip interacting with the first clip, leading to slda of the first implanted clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr), rotated heart and flail leaflet for a mitraclip procedure. During the procedure, one mitraclip xtw was implanted and second mitraclip nt was attempted to place lateral to the first clip, it has grasped both the leaflets and was then closed, once it reopened, it was determined that the single leaflet device attachment (slda) has occurred to the mitraclip xtw and clip was no longer attached to the posterior leaflet. The nt was removed and placed another xtw clip medial to the first xtw clip to stabilize the slda. The final mr was grade 3. There were no adverse patient effects or clinically significant delays reported.